Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that, "prior to PICC catheter puncture, the endothelic hand checked the integrity of the product and found that the tear sheath at the front end of the mst was broken. The torn sheath was damaged and could not be used anymore, and the cost of reopening a set of catheters and adding additional consumables could not be afforded." No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged peel-apart sheath is confirmed and was determined to be manufacturing related. The product returned for evaluation was a 4.5fr microintroducer. The dilator was not fully seated into the collar of the sheath handle. Light use residue was observed on the microintroducer. Microscopic inspection of the transition between the sheath and dilator revealed a longitudinal split. The split exhibited fiber-like plastic threads along the entire split. The transition between the sheath and dilator appeared to be abrupt. The split features were consistent with the material pulling apart during the curing process, possibly caused by inconsistent shrinkage rates between the dilator and the sheath. Similar splits have been observed during storage/curing at the manufacturing facility. Photographs of the complaint sample have been forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that, "prior to PICC catheter puncture, the endothelic hand checked the integrity of the product and found that the tear sheath at the front end of the mst was broken. The torn sheath was damaged and could not be used anymore, and the cost of reopening a set of catheters and adding additional consumables could not be afforded." No other information was provided.